Event description:
It was reported that smiths medical pump was alarming double beep with cassette. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, no problems were found with beeping. However, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.